Event description:
Customer reported to beckman coulter, inc. (Bec) that the obstruction detection and correction transducer on the modular chemistry sample probe of the unicel dxc 800 synchron system was leaking diluted wash concentrate. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) advised the customer to change the sample valve. Customer reported that replacement of the sample valve resolved the issue.

Manufacturer narrative:
(B)(4).